Manufacturer narrative:
Corrected to only include other serious (important medical events). According the initial report from the representative, he stated "today the surgeon informed me that he had been sent a 'hero patient' from (B)(6) as "they had been unable to create a working access" and needed someone who was skilled at complex surgery. The surgeon created vascular access by performing a femoral vein repositioning. (B)(6) had previously implanted a hero voc (date unknown), through a pre-existing stent, via the right subclavian, the patient had been sent to (B)(6) because the hero graft was no longer working (date and reason for failure unknown). There was a possibility of recanalising the left subclavian but it was thought that the presence of the hero voc would not allow this to work. Removing the voc was not considered as this would be 'another operation, that might not work and hence an unnecessary risk.'" Multiple attempts were made to obtain additional clarifying information, including details regarding the implant date and indication for intervention, without success. A request for information letter was sent to the intervening surgeon on 07/02/2015. Email correspondence with this surgeon on 06/29/2015, 07/03/2015, and 07/14/2015 was conducted to establish a time to speak; phone calls were made on 07/08/2015 and 07/21/2015 to the surgeon's secretary, but attempts to speak with the surgeon were not successful. Attempts to schedule another phone meeting were not fruitful and on 07/23/2015, a list of questions was forwarded to the secretary for the surgeon but were never addressed. Request for information letters were mailed to the implanting surgeon on 07/10/2015 and 07/15/2015 without response. The representative reported on 07/09/2015 that he had spoken with the implanting surgeon, and after returning from holiday the surgeon would reply to information requests. A reply was never received. Any additional information received will be reviewed and evaluated. A review of manufacturing records was not requested as lot numbers for the hero device are unknown. The notification form indicates that the date of incident was 06/05/2015, however, this is the date of intervention. The date of implant is unknown, therefore, the system could not be queried for possible lot numbers shipped to the hospital. The patient has a history of hero graft implant through a pre-existing stent into the right subclavian, with an unknown implant date. The hero graft failed and was no longer able to be used for dialysis access. The reason for graft failure is unknown. Prosthesis failure is listed in the hero instructions for use (IFU) as a potential vascular graft and catheter complication. The available information suggests a complex patient history, but details are largely unknown. Known patient history consists of an implanted stent, a current implanted non-functional hero graft and inability to access the left subclavian. There is currently no available data addressing the use of the hero graft with a preexisting vascular stent. The available information suggests that the surgeon abandoned the hero graft and created a new autologous fistula by femoral vein repositioning. The relationship between the hero graft and the failure as a working dialysis access cannot be determined with the current information; patient history, operative notes, and implant history are unknown. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According the initial report from the representative, he stated "today the surgeon informed me that he had been sent a 'hero patient' from (B)(6) as "they had been unable to create a working access" and needed someone who was skilled at complex surgery. The surgeon created vascular access by performing a femoral vein repositioning. (B)(6) had previously implanted a hero voc (date unknown), through a pre-existing stent, via the right subclavian, the patient had been sent to (B)(6) because the hero graft was no longer working (date and reason for failure unknown). There was a possibility of recanalising the left subclavian but it was thought that the presence of the hero voc would not allow this to work. Removing the voc was not considered as this would be 'another operation, that might not work and hence an unnecessary risk.'"

Event description:
According the initial report from the representative, he stated "today the surgeon informed me that he had been sent a 'hero patient' from (B)(6) as "they had been unable to create a working access" and needed someone who was skilled at complex surgery. The surgeon created vascular access by performing a femoral vein repositioning. (B)(6) had previously implanted a hero voc (date unknown), through a pre-existing stent, via the right subclavian, the patient had been sent to (B)(6) because the hero graft was no longer working (date and reason for failure unknown). There was a possibility of recanalising the left subclavian but it was thought that the presence of the hero voc would not allow this to work. Removing the voc was not considered as this would be 'another operation, that might not work and hence an unnecessary risk.'"

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.